Event description:
Device 2 of 4. Reference MFR report numbers: 1627487-2013-12095, 12097 and 12098. It was reported, there was a cerebrospinal fluid leak during the implant procedure. The physician repositioned the needle and continued with the procedure. The patient experienced a post-procedure headache which has resolved. Note the patient received four leads from four lot numbers. All leads are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.